Event description:
Customer called requesting assistance in reading device event log for a reported over infusion of sodium bicarbonate. Customer inspected pump and noted a sticky substance inside door. Checked tubing contained in pump and unable to detect any leak in the tubing. Customer declined failure investigation and also declined to provide date and time of event and serial number information. Since the customer declined failure investigation, instructed customer to have biomed test the pump for rate accuracy and perform a visual inspection. No further details available. If the customer requests assistance at a later date the investigation will be performed, and a follow up report submitted.

Manufacturer narrative:
Patient information requested, and all available information is included.